Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving an evolut 26mm valve, a pre-implant balloon dilation was performed due to calcification. During the initial deployment attempt, the valve dislodged upwards and was recaptured twice. Upon the third deployment attempt, the valve was in an adequate position; however, following deployment, it dislodged up from the annulus when the delivery catheter system (dcs) was withdrawn. Subsequently, a second non-medtronic valve was implanted. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After dislodgement, the valve moved above the annulus to the aorta. Per the physician, the dcs did not contribute to the dislodgment of the valve. A non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012637276); product type: 0195-heart valves.implantable device other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012612809); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving an evolut 26 mm valve, a pre-implant balloon dilation was performed due to calcification. During the initial deployment attempt, the valve dislodged upwards and was recaptured twice. Upon the third deployment attempt, the valve was in an adequate position; however, following deployment, it dislodged up from the annulus when the delivery catheter system was withdrawn. Subsequently, a second non-medtronic valve was implanted.

Manufacturer narrative:
Updated: b2, b5, d4, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving an evolut 26mm valve, a pre-implant balloon dilation was performed due to calcification. During the initial deployment attempt, the valve dislodged upwards and was recaptured twice. Upon the third deployment attempt, the valve was in an adequate position; however, following deployment, it dislodged up from the annulus when the delivery catheter system (dcs) was withdrawn. Subsequently, a second non-medtronic valve was implanted. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After dislodgement, the valve moved above the annulus to the aorta. Per the physician, the dcs did not contribute to the dislodgment of the valve. A non-medtronic (safari) guidewire was used during the procedure. Additional information was received that the patient returned for a procedure to insert a thoracic stent graft to secure the embolized medtronic valve. Due to the length of the graft, the system nose cone was through the non-medtronic (sapien) valve and the patient arrested. The stent was deployed but the patient did not recover and subsequently died.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the stent graft was not manufactured by medtronic.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the dcs and non-medtronic guidewire were still in the patient during the valve dislodgement.